Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the packaging was not returned. Due to the device packaging not being returned, we are unable to investigate further the reported packaging issues. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024 b3: event year only reported: 2024 d4 batch #: x7048c the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device had a broken package and there was concerned that the device was contaminated. He decided to open another energy device to complete the surgery. No parts were created or left inside the patients cavity. There were no patient consequences.